Manufacturer narrative:
Approximate age of device ¿ 12 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2014. It was reported that the patient had the right pvad outflow graft obstruction, which lead to a revision. After rvad outflow cannula revision, the patient had an appropriate flash test, otherwise, the device functioned as intended. The patient developed worsening respiratory failure and metabolic acidosis and the decision was made by the family to withdraw care. The pvad bivads were turned off and the patient expired. No additional information was reported.

Manufacturer narrative:
A direct correlation between pvad, serial number (B)(4), and the reported event could not conclusively be determined through this evaluation. The account communicated that the patient developed worsening respiratory failure and metabolic acidosis. Care was ultimately withdrawn and the patient expired on (B)(6) 2014. According to the account, the device functioned as intended. No product is available for evaluation. The pvad system IFU lists respiratory dysfunction as an adverse event that may be associated with the use of the pvad system. No further information was provided. The manufacturer is closing the file on this event.